Manufacturer narrative:
Physician's comment: the possible cause of the thrombotic event was that the advanced plaque at the proximal end of the implanted cypher became ruptured. This cypher product is not distributed in the u.s; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt.

Event description:
This female pt with a history of abnormal lipid metabolism was admitted for emergent pci due to acute mi. Angiography revealed a lesion in the lcx (culprit lesion) and a de novo, 99% type c lesion in the mid-lad (old mi). The lesion length was 25mm and the vessel diameter was 3.0mm. Flow beyond the target site was timi I. Heparin was administered. Pci could not be conducted for the culprit lesion in the lcx because the physician was not able to cross the lesion with a guidewire. The mid-lad was successfully accessed. The mid-lad lesion was pre-dilated with a balloon (3.0/15mm) inflated to 20 atm for 30 seconds. A cypher stent (3.0/18mm) was deployed to 18 atm for 30 seconds. It was visually confirmed that the mid portion of the stent was under-dilated. Post dilatation was not conducted. Neither was ivus. The residual % of stenosis was 0%. Timi flow after the procedure was iii. It is unknown if act was measured. The pt was discharged on aspirin and ticlid. Approximately 25 months later, the pt complained of chest pain and was brought to the hospital emergently. An ECG abnormality was confirmed. Angiography was conducted and a thrombus was observed inside the implanted cypher, extending proximally. To treat the thrombus, a thrombolytic agent was administered (pamiteplase 2,600,000u). Heparin was also administered. Aspiration thrombectomy and balloon angioplasty were conducted. An intra-aortic balloon pump (iabp) was placed for hemodynamic support. The balloon pump was removed after two days.